Manufacturer narrative:
The investigation for the purge leak-pump has been completed. The product was not returned for investigation. Data logs were reviewed and the purge system open alarms were confirmed the morning of 5-feb-2025. During this time, the purge pressure dropped to zero for roughly 30 minutes. Purge related metrics returned to normal after this period, indicating the purge filter bypass was done. Clinical details reported that the damage was done to the sidearm between the reservoir and filter. Additionally, it was suspected that the patient caused the damage when rolling over in their sleep. Since the product was not returned, the nature of the damage to the sidearm could not be determined. However, based on clinical details and data log review, the root cause of the purge leak was determined to most likely be a damaged sidearm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that a purge system open alarm appeared during impella cp support. Upon visual inspection of the setup, it was discovered that the purge line broke between the purge filter and purge reservoir. The nurse believed the patient may have moved in their sleep which possibly caused the purge filter/reservoir to crack. The staff was informed that a purge bypass was required to resolve the condition and plans were made to escalate to an impella 5.5 support. There was no resulting patient harm.